Event description:
1. A customer obtained carcinoembryonic antigen (cea) results above the normal reference interval for two patients. 2. Subsequent testing produced results in the normal reference range for both patients. 3. The results were not reported out of the lab. 4. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
1. The specimens were collected in 7ml serum tubes and centrifuged at 2,500 rpm for 10 minutes.2. Customer is not questioning any other results or assays at this time. There were no errors posted to the event log in connection with this event.3. Qc was within the customer's established ranges prior to the event. Customer experienced qc problems on (B)(4) 2010.4. A field service engineer (fse) was dispatched: a) the fse inspected the instrument and discovered that the wash pump was leaking. B) the fse repaired the wash pump and mixer motor. C) the fse cleaned up dried wash buffer residue. B) per fse, instrument functioned normally after repairs.5. On recur, the hardware issue could affect pivotal assays. Erroneous results of a pivotal assay may contribute to serious injury to the patient. 6. Although hardware issue may have contributed to this event, a definitive root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.